Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the biopsy inlet t-piece broken accessory blocking inside biopsy t-piece. Based on the result, we concluded that it was caused due to the excessive force applied on the biopsy inlet t-piece. In addition, our technician confirmed that the remote control buttons leak, and the remote control buttons cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.